Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument. The first repeat result was reported to the physician(s), who questioned it. The sample was initially run and repeated once in the primary tube and both resulted low. The sample was then repeated twice out of a small sample cup (ssc) on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low vancomycin results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.